Event description:
Distal radius and trochanteric fixation nail procedures performed on the same patient on (B)(6) 2013 both went as expected. During the 2 week post-operative surgeon visit, it was noted via x-ray that the distal radius plate had bent. It was also noted that no screws had backed out proximally or distally. The patient did not experience any pain. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.